Event description:
The facility representative reported an incident of the stop and open buttons on the pumphead not working. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of the evaluation or if any additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The reported condition of the stop and open buttons not working was confirmed and duplicated due to fluid ingress, internal corrosion of flex cable. No repairs have been performed since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. (B)(4).

Event description:
Additional information received indicates that after the lead was repositioned there was an allegation of unnecessary pacing.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).